Event description:
It was reported that during an implant procedure, shortly after introducing the catheter a fissure was noted and the patient was loosing blood. The physician decided to change the catheter and completed the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.